Event description:
Same case as MFR report #: 6000089-2007-01061, -01063. Clinical trial. It was reported that 520 days following a coronary artery stenting procedure, the patient developed a stent thrombosis. At the time of the index procedure, the patient presented for treatment with an acute myocardial infarction. Three overlapping express2 bare metal stents (one 3.5x16mm and two 3.5x8mm) were placed in the distal rca (right coronary artery) at that time. The patient presented 520 days following the initial procedure with an acute stemi (st elevation myocardial infarction) and was found to have in-stent thrombosis of the distal rca. The patient was treated with re-pci and placement of another manufacturer's drug eluting stent in both the rca and lad (left anterior descending). The investigator reported this event as "probably" related to the devices. At the time of this event it was noted that the patient had not taken prescribed medications since 2006 due to a "deep psycho-social and personal crisis with alcohol excess". Until this event, attempts to contact the patient were unsuccessful. The reintervention was successful and the patient was discharged eight days later into the care of a psychiatric clinic for further treatment.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.